Manufacturer narrative:
This is one of two events (cardiovascular) for the same pt involving three separate products; associated mdrs # 1225714-2014-05076, 1225714-2014-05077, 1225714-2014-05078, 1225714-2014-05079, 2937457-2014-01181 and 2937457-2014-01182.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular events on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.